Manufacturer narrative:
See MFR: 3012307300-2017-01997, 3012307300-2017-02035, 3012307300-2017-02036, 3012307300-2017-02037, 3012307300-2017-02038, 3012307300-2017-02039, 3012307300-2017-020340, 3012307300-2017-02042, 3012307300-2017-02043. Report source: (B)(6).

Event description:
It was reported that there were site issues with a cleo® 90 infusion set. The patient's blood glucose levels were 33.3mmol at the time of the event. There were no alarms indicating rising blood glucose levels. The patient also experienced vomiting, and visited the hospital. A problem with the patient's pump was ruled out as the pump was "working fine". No permanent injury was reported.